Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 7 days since the bravo procedure took place and the capsule was still attached. Patient symptomatic with chest pain. Our medical advisor spoke with the physician and he received all the required information.